Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line message which was confirmed through the history log but not reproduced. The confirmed symptom was found to be caused a failed upstream sensor. The failed upstream sensor and pusher were replaced. See scanned page.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.